Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis with no damage observed on the pump. Event log history was performed and indicated that, two 10ml followed by one 20ml bolus tests were performed prior to the pump's return to smiths. During analysis, the customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. Pump was opened and motor current verified as being within specification. Motor current testing found debris in motor gear drive. Service will clean the motor gear drive as a preventive maintenance. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during routine testing, a smiths medical cadd legacy pump failed accuracy (-14.45%). No patient was involved in this event. No adverse effects were reported.